Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: one (1) 5.0mm cannulated locking screw, 85mm (part 02.205.085 / lot unknown) and one (1) 5.0mm cannulated locking screw, 90mm (part 02.205.090 / lot unknown) were received with the complaint category of ¿broken postoperatively.¿ the complaint condition is confirmed as the two screws were each received with the threaded locking head separated from the threaded shaft. The breaks are both transverse fractures at the junction of the head and shaft of the screw. The break is consistent with the result of excessive shear forces. However, as the specific conditions at the time of the break and over the life of the implant are unknown, a root cause could not be definitively determined. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The investigation shows that these implants are intended for use across various locking plate systems for fixation of the tibia and femur. The cannulated screw allows for insertion over a guide wire and has a threaded head to lock to the plate. The following technique guides were reviewed; 4.5mm locking compression plate (lcp) condylar plate, 4.5mm lcp proximal femur plates, 4.5mm lcp proximal femur hook plates, 4.5mm lcp medial proximal tibia plates, and 4.5mm lcp proximal tibia plates. The two (2) screws were each received with the threaded locking head separated from the threaded shaft. The breaks are both transverse fractures at the junction of the head and shaft of the screw. The fracture sites were examined and slight flattening from pressure was noted. No material voids or irregularities were identified. The threads, distal points, and screw head recesses all show wear and are in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the implants are already broken. The exact manufacturing revision is unknown as the lot number is unknown. Thus, a review of the current design drawing and the design history was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The break is consistent with the result of excessive shear forces. When there is insufficient reduction or healing is delayed, there are increased loads the implant must withstand that would normally be supported by the bone. Eventually, this could cause the device to break due to metal fatigue. This is further impacted by patient compliance, activity level, comorbidities, and the original surgical technique. Thus, as the specific conditions at the time of the break and over the life of the implant are unknown, a root cause could not be definitively determined. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes: hty, jdw, hrs. (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reported that patient was originally implanted with two 5.0mm cannulated locking screws on an unknown date in (B)(6) 2014. Due to post-operative breakage of both screws around distal femur, a hardware removal was performed on (B)(6) 2016 to explant both screws. All broken fragments were retrieved, no surgical delays were reported, procedure was successfully completed and no additional hardware was implanted. This is report 2 of 2 for (B)(4).